Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay, elecsys ft4 assay, elecsys cea assay, elecsys free psa immunoassay, and elecsys total psa immunoassay (tpsa) results for 90 patient samples on a cobas 8000 e 602 module. Of the data provided, there was a discrepant cea result for 1 patient sample, discrepant psa results for 3 patient samples, and a discrepant tpsa result for 1 patient sample. Refer to the attachment to the medwatch for all of the patient data. It was not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cea, psa, and tpsa reagent lot numbers and expiration date were not provided. On 06-apr-2018 the field service engineer (fse) bleached the extra wash station, reagent lines, and sampling lines. The syringes and seals were found to be acceptable. The fse performed a precision test that was acceptable. The qc was acceptable. On 10-apr-2018 the fse checked the e 602 again. The fse found the procell filters on the aspiration tubes were "very" loose and believed to be the cause of the issue. Based on review of the alarm trace there was an alarm that indicates an issue with procell. An insufficient volume of procell would cause discrepant results. The procell aspiration filters were replaced. The customer has been had no further issues since the filters were replaced.